Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have foreign material on lens surface (fibers). Claim #(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -6.00 diopter, in the patient's left eye (os) on (B)(6) 2008. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved.